Manufacturer narrative:
Complaint no: (B)(4). Per the patient at-home guide, users are instructed to follow proper aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The patient line came loose. The home patient (hp) became disconnected from the patient line, felt solution and reconnected. The baxter technical service representative (tsr) explained and assisted them to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(4) 2013 in regards to a leak and he said that it was late at night and his wife was very sleepy. They had an alarm and in trying to troubleshoot the alarm he said he had his wife reposition and close and re-open the transfer set, but then the line disconnected. He said his wife had accidentally disconnected the patient line while trying to open and close the transfer set. Since then the patient has been completing therapy successfully. There was patient involvement, but no reported injury or medical intervention.